Event description:
A 6f envoy used. Psc041 stayed stuck in the guiding catheter. The nurse had already opened the pss032 system so the physician used the pss032 to do the case (B)(6). He could work with the pss032 and psc041 but the pss032 remained stuck in the catheter. It could be pulled out of the catheter only with "strength" after the case, once the material was put on the table (out of the pt).

Manufacturer narrative:
Technical eval: the catheter was returned in several pieces. The separator was returned undamaged. Conclusion: the damage observed to the catheter agrees with the incident report. Because all of the components were separated outside of the pt, it was not possible to determine what damage happened to the catheter inside and outside the pt. Similarly, it was not possible to determine why the psc041 became lodged in the 6f envoy or why the psc041 and pss032 became jammed together. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l12692). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12692) indicated that 100% inspection of the devices resulted in (B)(4) rejects. This lot was associated with (B)(4). This lot was associated with (B)(4). All units in the lot were deemed acceptable and were released. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.